Event description:
During procedure, provider had a difficult time pushing gold probe wire through the scope. When attempting to remove the wire from the scope, nurse reports she had pull hard to get it out. When the probe was removed, the gold portion was missing from the top.